Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their gums and cheek causing a lot of pain and discomfort. They reported that they are taking over the counter medication. Patient updated that their tongue has become swollen from rubbing against the aligners after filing them and causing a lot of pain. Provided hh tips. Update received; patient still has blanching and pain and blood present after trying fit tips in step 1. Requested they try hh tips with step 2.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.